Event description:
A facility reported that the mlx 300w xenon light source (00mlx) has a burning smell. It is unknown whether there was patient involvement; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon light source (00mlx) was returned to the service and repair depot: failure analysis: the returned xenon light source was received in used condition, passing operational testing. During evaluation, the technician could not duplicate the issue of burning smell reported by the customer. The unit operated for one hour, and no burning smell was noted coming from the unit. Unrelated to the reported complaint, the xenon light source did fail the lamp hard start when attempting to power on the unit. The lamp was replaced to correct this issue. Root cause analysis: the issue of burning smell could not be duplicated. No manufacturing, workmanship, or material deficiency has been identified. The reported complaint may be the result of dust or debris near the operating light source. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.